Event description:
It was reported by the pt that he had a laparoscopic gastric band implant. In 2008, he returned to the hospital, due to infection at the port site. The surgeon removed the port and treated him for the last 4 months with wound care and antibiotics. In 2009, they did an endoscopy to review the site and the site appeared to be healed. The surgeon then repaired and replaced the port in the other side of the site, and did a fill of 4 cc's. The pt returned and had a fill of 2 cc's at about 15 days later. The incision is now back open and draining again. He is taking antibiotic of sulpha 2x day; levaquin of 750 ml 1x day and enduring wound care. At about four weeks later, he is having a second endoscope procedure. The surgeon and an add'l gastric surgeon at the hospital are reviewing his condition to decide if they should remove the band. Pt states he is a diabetic but is controlled. The surgeon does not feel that this condition has anything to do with the port site issues that he is experiencing. He continues to have a wound care three times a week and is scheduled for an endoscopy.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.